Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy. During surgical intervention on (B)(6) 2024, the physician noticed that one lead had migrated, and the second lead had fractured. As a result, the migrated lead repositioned and the fractured lead was explanted and replaced. Reportedly, effective therapy was restored post operatively.